Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the picu; therefore it is presumed the patient was a child.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to texium low sorb tubing with a filter however it was noticed that the issue is that the tubing is not requiring the orange cap or any other device to engage it to flow. The customer stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu. The customer confirmed that there was no patient or user harm reported.